Event description:
It was reported while using bd alaris smallbore 6 inch ext vlv there were issues with the flow. There was no report of patient impact. The following information was provided by the initial reporter: occlusion during giving contract, before giving contract.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Ten 20039e samples were received for investigation; seven were received in sealed packaging from lot 21085559 and three were received without packaging. No further information was available to assist the investigation in this instance. Functional testing involved connecting the received samples to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusions or flow restrictions were observed during testing of any of the returned samples. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085559 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. Previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months. Ten 20039e samples were received for investigation. Seven were received in closed packaging from lot 21085559 and three were received without packaging. Functional testing involved connecting the received samples to a bd plastipak 50ml syringe from stock and flushing fluid through. No occlusions or flow restrictions were observed for any of the returned samples, and the piston of the smartsite opened upon connection to the syringe in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085559 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.